Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The most probably root cause is that servicing instructions is not specifying to check the length of the cable during maintenance to avoid the issue. A CAPA has been raised in our quality management system to determine the root cause and in order to determine further actions. The internal CAPA reference is the following: (B)(4). In addition, the damaged connection has been replaced to avoid reoccurrence of similar incident.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery, the customer noticed that the optical distance sensor cable has been pulled longer, due by a pressure applied between one of the joints. The cable was slightly misshapen, but still allows for the distance sensor to be plugged in correctly.